Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was performed for aneurysm surgery via right femoral artery retrograde puncture using a non-cordis short sheath introducer. The device was slowly withdrawn at an approximate 50° angle until pulsatile backflow in the indicator stopped and was then withdrawn an additional 1cm, but the indicator window still did not change despite further attempts at adjustment. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was performed for aneurysm surgery via right femoral artery retrograde puncture using a 7f non-cordis short sheath introducer. The device was slowly withdrawn at an approximate 50° angle until pulsatile backflow in the indicator stopped and was then withdrawn an additional 1cm, but the indicator window still did not change despite further attempts at adjustment. The physician has many years of experience using the exoseal vascular closure device (vcd). Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in red/black/white. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.